Event description:
It was reported that there was an infection. The patient was going to get an MRI and the area to be scanned was the head/brain. The MRI was device or therapy related. The patient had a headache. It was unknown when this had occurred. The type of intrathecal drug used was unknown. Perioperative antibiotics were used. There had been an acquired erosion of the stimloc. The erosion had occurred after a scalp treatment for cradle cap scalp. The patient had not had meningitis. The primary location of the infection was the scalp. A culture was not obtained. Patient outcome was ongoing; there was a surgery for removal on (B)(6) 2015. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 748351, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot# va0hzdz, implanted: (B)(6) 2014, product type: lead. (B)(4).